Event description:
The subject's family member reported that on 8/24/00 family member's spouse fasting blood glucose per the one touch basic meter was 144mg/dl (7:00). The subject took 40 u 70/30 and 4mg amaryl and ate. At 8:00 the subject's "blood pressure almost bottomed out". The emergency medical technician was called. The subject's blood glucose per the emergency medical technician meter (brand unk) was 279mg/dl and spouse was treated with an "IV". The subject was taken to the ER where spouse's blood glucose per the hosp meter (brand unk) was 301mg/dl. The subject was treated for hyperglycemia, dehydration and low blood pressure(71/41).